Manufacturer narrative:
We received the catheter as faulty sample. A non vygon germany needle-free device was attached to the ll-hub of the catheter. The catheter was successfully flushed with water, but a leak was detected directly at the wing. Microscopic examination revealed a tear when bending the catheter tube. The fracture surface was very rough and uneven indicating excessive tensile force, probably caused by pulling the catheter back as noted by the customer ("PICC pulled back for placement"). Regarding this, the IFU states: caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. In addition, a manufacturing fault can be excluded as each catheter is flow and leak tested during production and the catheter did not leak for 2 days as stated by the customer. The documentation review could not be conducted as no batch number was provided. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted. A two-year review of vygon USA's complaint data indicates that this is the second reported complaint of a leaking catheter for 1252.30g. Corrective action: as the catheter worked well for 2 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
After PICC pulled back for placement and re-dressed, an hour later there was leaking under dressing when dressing removed and line flushed, leaking was noted at hub where catheter inserts and was removed. New line inserted.

Manufacturer narrative:
The malfunctioning device was returned to vygon and will be evaluated as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Event description:
After PICC pulled back for placement and re-dressed, an hour later there was leaking under dressing when dressing removed and line flused, leaking was noted at hub where catheter inserts and was removed. New line inserted.